Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 120-176mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 102mg/dl and 65mg/dl fasting. Customer is concerned with back to back blood tests: (B)(6). Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 120-176mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 102mg/dl and 65mg/dl fasting. Customer is concerned with back to back blood tests: (B)(6). Reviewed meter memory: (B)(6). No adverse event reported.